Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported a power on reset (por). They noted that they had a colonoscopy on the (B)(6) 2019 where they forgot to turn the implant off. They first attempted to check the device on (B)(6) 2019 and saw the doctor icon. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No patient symptoms were reported and no further complications have been reported as a result of this event.